Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Radiographs in 2005 indicated locking bar disengaged. Revision surgery to replace components was performed two months later.

Manufacturer narrative:
Current information in insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. This report filed on december 3, 2007.